Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported vessel puncture closure was attempted using four proglide devices relative to an abdominal aortic aneurysm interventional procedure. Reportedly, the sutures of 4 proglide devices failed to be released. One of the devices was reported to have a suture break. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.